Manufacturer narrative:
Evaluation results: 313 inherent risk of procedure (detachment of a component of the system). (Root cause of the issue is undetermined). Evaluation conclusion: root cause of the issue is undetermined. Known inherent risk of procedure (detachment of a component of the system). (B)(4).

Event description:
It was reported that a physician was attempting to deploy 2 (two) assurant cobalt peripheral stents to treat a lesion in a patient; however, it was reported that the stents dislodged in a mildly tortuous lesion and the stents were not recovered from the patient. The physician was able to dilate and stent through and the patient was reported to be doing well after the procedure. No patient injury and no other clinical sequelae were reported. Cine image review: one procedural still image was provided for review. The image confirms a dislodged stent; however, the image does not provide any insight into the root cause of the dislodgements.